Event description:
It was reported that a peritoneal dialysis (pd) patient got an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) clarified that the leaking solution was discovered prior to use and the bag was not used for treatment. The pdrn stated that the patient did have peritonitis that was unrelated to the call for the leaking solution. The patient contact contacted the pd clinic to report cloudy pd effluent and abdominal pain experienced by the patient. The patient contact was instructed to collect a sample of the pd effluent and bring it to the clinic on the following day. On (B)(6) 2021 the patient was seen in the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for methicillin resistant (mr) coagulase negative staphylococcus (species unknown). The patient¿s antibiotic regimen was adjusted, and the ceftazidime was discontinued. On (B)(6) 2021 the patient required a pd catheter replacement surgery as a result of the peritonitis event. The surgery was an outpatient procedure. The patient has continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis could not be confirmed; however, there was no reported cassette leak or other fresenius device, or product issue reported. No additional information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with pd catheter replacement. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis was not confirmed, the culture result of mr coagulase negative staphylococcus (cns) suggests a breach in aseptic technique. Cns are the most common pathogens found on human skin and hands that account for the majority of pd-related peritonitis and are most commonly caused by touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patients peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient got an infection. Upon follow-up, the patients peritoneal dialysis registered nurse (pdrn) clarified that the leaking solution was discovered prior to use and the bag was not used for treatment. The pdrn stated that the patient did have peritonitis that was unrelated to the call for the leaking solution. The patient contact contacted the pd clinic to report cloudy pd effluent and abdominal pain experienced by the patient. The patient contact was instructed to collect a sample of the pd effluent and bring it to the clinic on the following day. On (B)(6) 2021 the patient was seen in the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for (B)(6) (species unknown). The patients antibiotic regimen was adjusted, and the ceftazidime was discontinued. On (B)(6) 2021 the patient required a pd catheter replacement surgery as a result of the peritonitis event. The surgery was an outpatient procedure. The patient has continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis could not be confirmed; however, there was no reported cassette leak or other fresenius device, or product issue reported. No additional information was provided.

Manufacturer narrative:
Correction: d10 event date was corrected not d11.

Event description:
It was reported that a peritoneal dialysis (pd) patient got an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) clarified that the leaking solution was discovered prior to use and the bag was not used for treatment. The pdrn stated that the patient did have peritonitis that was unrelated to the call for the leaking solution. The patient contact contacted the pd clinic to report cloudy pd effluent and abdominal pain experienced by the patient. The patient contact was instructed to collect a sample of the pd effluent and bring it to the clinic on the following day. On (B)(6) 2021 the patient was seen in the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for methicillin resistant (mr) coagulase negative staphylococcus (species unknown). The patient¿s antibiotic regimen was adjusted, and the ceftazidime was discontinued. On (B)(6) 2021 the patient required a pd catheter replacement surgery as a result of the peritonitis event. The surgery was an outpatient procedure. The patient has continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis could not be confirmed; however, there was no reported cassette leak or other fresenius device, or product issue reported. No additional information was provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient got an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) clarified that the leaking solution was discovered prior to use and the bag was not used for treatment. The pdrn stated that the patient did have peritonitis that was unrelated to the call for the leaking solution. The patient contact contacted the pd clinic to report cloudy pd effluent and abdominal pain experienced by the patient. The patient contact was instructed to collect a sample of the pd effluent and bring it to the clinic on the following day. On (B)(6) 2021 the patient was seen in the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for methicillin resistant (mr) coagulase negative staphylococcus (species unknown). The patient¿s antibiotic regimen was adjusted, and the ceftazidime was discontinued. On (B)(6) 2021 the patient required a pd catheter replacement surgery as a result of the peritonitis event. The surgery was an outpatient procedure. The patient has continued pd therapy utilizing the liberty select cycler. The cause of the peritonitis could not be confirmed; however, there was no reported cassette leak or other fresenius device, or product issue reported. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.